Manufacturer narrative:
The meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4) 2012 the meter was tested and no faults were found. On (B)(4), 2012 the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient claimed the subject meter was reading high since (B)(6) 2011 at an unknown time in the morning. The patient reportedly tested on the subject device at different times and observed blood glucose values of "478, 239, 305mg/dl" which he felt were higher than expected. The patient manages his diabetes with novolog insulin and self adjusts based on his meter results and carbohydrates and levemir insulin 23 u at bedtime. On (B)(6), 2011 the patient claimed he tested on the subject meter and observed a reading in the "400 mg/dl" range at an unknown time and he took his novolog based on the meter result at approximately 1:30pm. Approximately one hour later, he developed symptoms of feeling "shaky, weak, low blood sugar." He stated he self treated with 4 glucose tablets immediately at the onset of the symptoms and began to feel better within 15 minutes. No other device was used for testing. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct, and the subject test strips were unexpired and stored correctly. A quality control solution test was performed and it did not fall within the specified range on the vial of test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.